Event description:
It was reported that during a rotator cuff repair procedure using a speedscrew 5.5 implant procedure set, upon tensioning the handle would not pull the suture in. The implant was removed and the surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.